Manufacturer narrative:
New information received provided serial number of device involved in event. Serial number and product UDI updated.

Event description:
It was reported to philips that the tempus pro was unable to obtain readings while in use on a patient.